Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the split septum/interlink (rubber piece) of an interlink system non-dehp t-connector extension set came out from the connector housing. This was observed while the set was attached to a patient's intravenous and while being accessed using a plastic needle. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which observed that the rubber septum was missing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.